Event description:
Customer reported receiving a no delivery alarm on the insulin pump after a bolus. Customer's blood glucose reading at the time of the call was 508 mg/dl and has attempted to treat with a bolus, however did not receive insulin due to the no delivery alarm. Customer noticed air bubbles in the tubing and a bent cannula. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.